Event description:
A report was received that a patient was experiencing difficulties charging the ipg. It was determined that the pocket is too deep. The physician noticed fluid on the pocket incision and swelling. The physician believes that it is procedure-related, as the patient was recently implanted. A pocket revision has been recommended, but no further action is being taken at this time.

Manufacturer narrative:
This is the final report.